Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.